Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device. This occurred during the dwell and the home patient (hp) was connected at the time of the alarm. The nurse stated that they pulled the empty bag off the heater plate and put a full bag on. The technical service representative (tsr) advised the use of manual bags. There was no adverse event indicated at the time of the report. No additional information is available.